Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 419 mg/dl. The customer stated that she had a bent cannula after changing the set twice. The customer stated that one the second set change, there was a no delivery alarm. The customer stated that the set is not sticking to the side of the serter. The customer stated that the tape does not fit correctly. The customer was advised to clean the serter with alcohol. The customer stated that the no delivery alarm did not occur during manual prime. The customer was unable to troubleshoot during the time of call.